Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2025. The patient's blood glucose levels declined to 45 mg/dl while wearing the pod for an unspecified amount of time. The patient's sensor values were not reading correctly, leading the pod to deliver more insulin than it should have. There were no other reported symptoms other than the blood glucose levels going down. The patient was treated with intravenous dextrose. The patient was discharged 24 hours later. The pod was removed and discarded. Dexcom have been notified.